Event description:
It was reported by customer's wife that the insulin pump has cosmetic damage. The bottom of the insulin pump moves when the insulin is delivered. Caller stated that customer had a blood glucose reading over 500 mg/dl. Customer has to manipulate the insulin pump with his hand to get the insulin to delivery. Customer dropped the insulin pump on the floor. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.